Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, had fridge door failure while closing. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-jul-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the fridge door failed. A field service engineer inspected the device and identified that the remote manager hasp was hitting the box and needed adjustment. The hasp was removed, lowered by approximately 1/8 inch, and reattached. The remote manager was tested in the application and confirmed to be functioning properly. The system functioned as intended after the field service engineer investigated the device.